Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Unable test the used cannula. Returned unused cannula has met specifications.

Event description:
Patient reported the needle slipped out of the skin 3 times during use. Patient stated that after the needle slipped out, the skin became wet and she measured a blood glucose value of 233 mg/dl. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.